Manufacturer narrative:
The screw has not returned for evaluation. Photographs were provided which confirm the event of the screw broken at the neck. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that three iliac screws broke at the neck postoperatively. The initial surgery occurred on (B)(6) 2024. Postoperatively, two of the screws broke at the neck, and revision surgery occurred on (B)(6) 2025 to remove the broken screws. During this surgery, four points of iliac fixation were added. The third screw broke at the neck postoperatively and was removed on (B)(6) 2025 and replaced with the same size. This is report 2 of 3.